Manufacturer narrative:
This report is submitted on july 31, 2020.

Event description:
It was reported that the battery charger allegedly caused "sparks" when it was charging. There was no allegation of serious injury associated with the issue. The battery charger was disposed of by the clinic.